Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, the defibrillator conductor was distorted, the connector pin was bent, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. It was determined that the damage was caused at implant. While turning the is-1 pin, torque transfers to the helix without difficulty. The helix is stretched out of specification.

Event description:
It was reported that during the implant procedure, the proximal connector pin appeared to be loose/broken. The lead was not implanted. No patient complications were reported as a result of this event.